Manufacturer narrative:
Initial reporter address (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified shunt vertebral arteries. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 6atm within 10 seconds. Only the device was removed using normal method without any problem and the procedure was completed with another of same device. No patient complications were reported and patient was good post procedure.